Manufacturer narrative:
Unit received with constant a64 alarm and unable to communicate to bg meter due to a faulty y1 on the rf board. (B)(4).

Event description:
Information received by medtronic indicated that they had to replace the meter and they received the new meter and it still was not sending the reading to the insulin pump. Customer reports blood glucose value on meter was numerical. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.